Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited varying right ventricular (rv) capture threshold measurements. Programming changes were discussed; no changes or interventions were reported. The patient condition was not known.